Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male end of an unspecified clearlink access set cracked and got stuck in the patient¿s extension set. This was observed when the nurse attempted to disconnect the patient from an infed infusion. The acrylic (male end) piece broke off and kept positive cap depressed causing backflow out of the patient¿s intravenous (IV) extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.